Manufacturer narrative:
Device not returned, follow up with company rep.

Event description:
It was reported a physician performed a balloon kyphoplasty procedure on a pt at level t12 for a vertebral body compression fracture (vcf). As soon as the bone cement started to be injected, it leaked to the superior disc space on the right hand side. The cement injection from that side was terminated. The lateral image was carefully monitored while continuing the injection on the left side until the interdigitization was confirmed. Injection on the left side was terminated. An asymptomatic cement leakage into a disc space occurred. Reportedly, no intervention was expected. Three days post-op, the pt was discharged. No additional info was reported. Note: at the time of this event, kyphoplasty products were not distributed in (B) (4).